Event description:
It was reported that the subject device had sometimes there is no signal from the digital visual interface. The issue occurred during the reprocessing. There was no patient involvement.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) hospital. Address e1-no. 3, (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.